Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however, the customer states that the patient is an adult patient.

Event description:
It was reported that one of the spikes on the blood tubing set broke off from the top of the drip chamber during a blood transfusion on an adult patient and presumed to have leaked based on the fact that the rn's are being monitored through employee health that indicates blood exposure. There was no patient harm.

Manufacturer narrative:
Additional/updated information event description. Additional information provided by the customer no longer makes this file MDR reportable. Patient age and dob requested but not provided, however, the customer states that the patient is an adult patient as there was no patient involvement.

Event description:
It was reported that the nurse found that one of the spikes on the blood tubing set was broken off from the top of the drip chamber prior to spiking a unit of blood. There was no patient involvement.